Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on the (B)(6) 2020 where an attune tkr was utilized (dr (B)(6), (B)(6) hospital). Patient has presented with ongoing pain with periods of swelling and pain. Examination of the knee appeared to show laxity throughout the range of motion. A decision was made to open the knee and investigate. On opening the knee (dr (B)(6), (B)(6) hospital, (B)(6) 2021) the knee had a fair amount of blood stained joint fluid. (Indicating hematoma possibly due to the ongoing instability) the joint was stressed through a range of motion and was found to be somewhat lax throughout the rom, with a little more laxity in flexion and on the lateral side. Extension approx 3 mm on m and l sides, flexion approx 3-4 mm on medial and approx 6 on lateral. After removing the insert and trialing with a range of thicker inserts, a decision was made to utilise an 8mm bearing. (Up from a 5mm bearing) - the posterior capsule was also released in an effort to open up the knee in extension and therefore balance the flexion and extension gaps. The knee appeared more stable with the 8mm bearing with a satisfactory result.